Manufacturer narrative:
(B)(4) evaluation results: (other): visual inspection of the returned product showed that the foam tip plunger was stuck inside of the cartridge. Both the plunger and cartridge was returned and both showed no visible damage. Complaints of this nature are being investigated under CAPA (B)(4).

Event description:
Surgeon attempted to use a sfc-25 fp cartridge. The foam tip plunger would not advance far enough to inject the implant out of the injector. The cartridge split longitudinally along the superior surface, with the foam tip protruding out of the split.